Event description:
N/a.

Manufacturer narrative:
Trackwise ID# (B)(4). The lot #3000294020 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the blade on the vasoview 6 pro would not engage. It seemed to be jammed. The case was completed by opening a second device and completing the procedure. No patient harm.